Event description:
It was reported that the nurse thought arctic sun device was heating patient rather than cooling. Patient temperature was 37.9c, target temperature was 37c, water temperature was 7.9c, water flow rate was 0.9 lpm. Two small universal pads in place for 7.8kg patient. Device said low air leak. Nurse confirmed there has been a good bit of patient movement and rectal probe was displaced. They had to replace. Patient was sedated and intubated now. Mis explained device was trying to cool the patient as water temperature was low. Event log shows alert 114 treatment stopped, alarm 14 patient temperature 1 probe out of range, alert 51 patient temperature 1 below control range, alert 50 patient temperature 1 erratic and alarm 15 unable to obtain a stable patient temperature. Mis explained these alerts and alarms based on information provided are related to probe displacement. Mis walked through stop therapy, disconnect and reconnect holding nowhere near clear connectors. Verified audible clicks with each connection. Fluid delivery line seated securely. System diagnostics were outlet monitor temperature (t1) was 9.5c, outlet control temperature (t2) was 9.4c, inlet temperature (t3) was 12c, chiller temperature (t4) was 4.8c, water flow rate was 1.6 lpm, inlet pressure was -7.6 psi, circulation pump command was 86 percent, mixed pump command was 0, heater was 31 percent, water reservoir level was 5, system hours was 442.7, pump hours was 340.1. Flow rate stabilized at 1.6 lpm and water temperature rising 15.2c at end of call. Noted device appeared to be responding appropriately. Call back with any changes or concerns.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak / thermistor wire too weak". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse thought arctic sun device was heating patient rather than cooling. Patient temperature was 37.9c, target temperature was 37c, water temperature was 7.9c, water flow rate was 0.9 lpm. Two small universal pads in place for 7.8kg patient. Device said low air leak. Nurse confirmed there has been a good bit of patient movement and rectal probe was displaced. They had to replace. Patient was sedated and intubated now. Mis explained device was trying to cool the patient as water temperature was low. Event log shows alert 114 treatment stopped, alarm 14 patient temperature 1 probe out of range, alert 51 patient temperature 1 below control range, alert 50 patient temperature 1 erratic and alarm 15 unable to obtain a stable patient temperature. Mis explained these alerts and alarms based on information provided are related to probe displacement. Mis walked through stop therapy, disconnect and reconnect holding nowhere near clear connectors. Verified audible clicks with each connection. Fluid delivery line seated securely. System diagnostics were outlet monitor temperature (t1) was 9.5c, outlet control temperature (t2) was 9.4c, inlet temperature (t3) was 12c, chiller temperature (t4) was 4.8c, water flow rate was 1.6 lpm, inlet pressure was -7.6 psi, circulation pump command was 86 percent, mixed pump command was 0, heater was 31 percent, water reservoir level was 5, system hours was 442.7, pump hours was 340.1. Flow rate stabilized at 1.6 lpm and water temperature rising 15.2c at end of call. Noted device appeared to be responding appropriately. Call back with any changes or concerns.